Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. (B)(4).

Event description:
It was reported that during the implant procedure, the left ventricular (lv) lead could not be fixed well once the target position was reached and diaphragmatic muscle stimulation was observed. The lv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.